Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had cubie drawer failure, preventing user from removing the required medications. The customer stated that there was a delay about 15 minutes since the medications retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer confirmed that the site had inconsistent serial numbers when placing the work orders and no further investigation was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had cubie drawer failure, preventing user from removing the required medications. The customer stated that there was a delay about 15 minutes since the medications retrieved from other station. There were no adverse events or injuries reported based on this event.